Event description:
Complainant alleges "we used the following needle on the (B)(6) 2025, a fragment of the needle broke off during surgery. The consultant surgeon operating made the clinical decision to leave the fragment in the patient as the risks to remove it were high."

Manufacturer narrative:
The actual device is available for evaluation, and is in process of being returned. The model number and lot number of the device were also provided. The investigation is ongoing. Once we have completed the investigation, a supplemental report will be submitted with any additional relevant information.

Manufacturer narrative:
The device was returned for evaluation. This needle broke at the eye portion. This typically occurs when the customer is holding the needle with the clamp there, as it cannot withstand the pressure. The IFU includes instructions to avoid breakage, by indicating that the needle clamp must be used on the flat portion of the needle. If the clamp is used too close to the eye of the needle, it will break, which is what appears to have happened in this case. The root cause is user error. If any additional relevant information is identified, it will be submitted in a supplemental report.